Event description:
It was reported that a 34-year-old caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses when the right breast prosthesis ruptured post implantation. The rupture was diagnosed by a healthcare professional. Additionally, an ultrasound showed that the patient developed a cyst in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-12665 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient developed a breast cyst. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast prosthesis rupture, left breast cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).